Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to emergency room with inappropriate shocks due to rv lead noise, patient was diagnosed with reel syndrome which led to lead dislodgment. Lead was repositioned successfully. Patient was stable.